Event description:
It was reported that the battery remaining in this device has decreased from 15% in april to elective replacement indicator (eri) time at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.